Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient dislocated 3 times in the last 5 1/2 weeks due to laxity and patient anatomy.